Event description:
It was reported that a spectrum pump has a downstream occlusion alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation experienced a downstream occlusion alarm as reported. Downstream sensor reading values were found to be out of specification with a fluid filled set. The evaluation found the downstream pressure plate gap to be out of specification. The device was reworked to ensure proper occlusion detection.